Event description:
The customer reported via phone call that the insulin pump had multiple no delivery alarms. The customer stated that she emptied the reservoir back into the insulin vial prior to the call. During troubleshooting, the customer was able to get insulin to exit the tubing with no alarm returned. Blood glucose level at the time of the incident was 430 mg/dl. The customer will monitor the device and will not return it for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.